Event description:
It was reported that a home patient (hp) experienced air in the patient line without an alarm while using homechoice (hc) machine. This occurred during the fill one cycle of peritoneal dialysis (pd) therapy. The hp was connected at the time of the event. During troubleshooting, it was found that the patient connected before the patient line was properly primed. The technical services representative (tsr) advised the patient to start over with new supplies. There was no report of patient injury, medical intervention, or adverse event associated with this report. No additional information is available at this time.

Manufacturer narrative:
(B)(4). An event indicative of a potential malfunction of the disposable cassette was identified. As the cassette was not returned and the lot number is unknown, a device analysis cannot be completed. However, it was reported that the patient connected before the patient line was properly primed, which is a known cause of air in the patient line. Use errors and proper user instructions are addressed in ¿the homechoice and homechoice pro systems patient at-home guide¿, which is shipped with every homechoice device. The guide provides step-by-step instructions for properly priming the disposable set. It warns the user not to connect to the patient line unless the fluid level is at or near the connector at the end of the disposable set patient line. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.